Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that omnilink elite vascular balloon-expandable stent system electronic instructions for use states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of 5.0 mm and 11.0 mm, and lesion lengths up to 50 mm. However, in this case it does not appear that the violation of the instructions for use caused the difficult to position or remove the device. The investigation was unable to determine a conclusive cause for the reported difficulty to position and remove the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, ectatic and moderately calcified right renal artery. A 7.0 x 29 mm omnilink elite 35 balloon expandable stent system was used; however, it became stuck inside a 7 fr guiding catheter. Therefore, both devices were removed as a single unit; the procedure was aborted and rescheduled. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.